Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 for high blood glucose. Blood glucose reading was unknown. It was unknown whether customer used auto mode at the time of incident. Customer experienced symptoms as feeling unwell. Customer was treated with intravenous insulin drip. Troubleshooting for the customer¿s high blood glucose was not performed. The device will not be returned for analysis. No further customer complications were reported.